Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported there was no cause of the decreased respiration¿s, but the hcp thought it was due to pain meds that were given before wound care. They decreased the amount of drug and the issue resolved. The patient's weight was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (500 mcg/ml at 240 mcg/day) via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the patient was in the ICU with decreased respirations on (B)(6) 2019. It was noted the patient currently does not have a managing physician of their pump, but was refilled sometime in (B)(6) 2019 and is due for a refill in (B)(6) 2019. The hcp wanted to have someone come and interrogate the pump to see if it was malfunctioning. The lioresal emergency procedure guidelines were emailed.